Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported a perforator broke during procedure. No patient injury reported and the event led to 5 minutes surgical delay. The procedure was completed with a replacement product available.

Manufacturer narrative:
The perforator was returned for evaluation: DHR - the batch record was reviewed for any anomalies or ncs related to the finished device, and none were identified, related to this report. Failure analysis - visual inspection with unaided eye: the unit was relatively clean. The unit was missing the pin and the spring. There was also the presence of a ¿proud¿ weld on the sleeve that was felt over the label. The label was slightly defaced to show the presence of a proud weld. Spring test attempted after rewelding a new sleeve (lot no: 886730/245685462) along with a new spring (lot no. 2027(75dd7286)) and a new pin (lot no. 405250). Unit successfully passed the spring test and functioned as designed. Functional test was performed: unit successfully drilled 5 holes and functioned as designed. Complaint was verified. Unit passed all functional tests. Root cause - evaluation of the returned unit confirmed the presence of a proud weld. The root cause is being further investigated within the currently open CAPA. A corrective and preventative action (CAPA) was initiated to investigate perforator disassembly trend from field complaints.

Event description:
N/a.